Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on this right atrial (ra) lead that falsely triggered atrial tachy response (atr) events. No adverse patient effects were reported. At this time, this device system remains in service.